Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, the pre-close technique was not used when closing with a sheath greater than 8f. It should be noted that the prostyle instructions for use (IFU), states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. It is unknown if the reported violation of the IFU contributed to the reported difficulties the reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The prostyle devices with reported issues are filed under separate medwatch report numbers.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using three prostyle devices after a transcatheter aortic valve implantation interventional procedure using a 14f sheath. Reportedly, cuff misses [suture retrieval issues] occurred with all three prostyle devices. A fourth prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.